Event description:
Boston scientific received information that there was noise on the coils of this right ventricular (rv) lead due to a subclavian crush. The rv lead was surgically abandoned and a new system successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.